Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear¿. A segment of the pump connector portion of the catheter was returned for analysis. Analysis of the returned segment found ¿no significant anomaly ¿ acceptable catheter testing ¿ catheter incomplete/segment returned¿. H6 - review of this MDR has determined that there is no information to reasonably suggest that the devices in this report caused or contributed to the patient¿s medullary stroke which resulted in a "myriad of problems" which included tachycardia, blood pressure liability, and mental status changes. Therefore, fdp codes e0107, e0133, e060109, and e2401 are not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) who reported that the pump is being explanted today and will be sent back for analysis. They asked about resources for testing the drug in the pump; technical services sent information. They stated the patient has had "a myriad of problems" since pump implant but "does not appear to have meningitis."

Event description:
On 2021-mar-25, additional information was received from a manufacturer representative (rep). The rep clarified the patient's "myriad of problems" since implant. The patient had tachycardia, blood pressure liability, mental status changes. The patient eventually had an MRI that showed a medullary stroke. The patient's csf cultures came back negative for meningitis. After explant, the patient was still having mental status problems.

Manufacturer narrative:
H6: the previously reported conclusion code d14 no longer applies to this event and has been updated to d16. The previously reported method code b17 no longer applies to this event and has been updated to 4118. The previously reported results code 3221 no longer applies to this event and has been updated to 3233. Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare provider indicated that the patient was being provided psychiatric care for their altered mental status which included auditory and visual hallucinations. It was reported that the cause of the altered mental status was unclear. It was noted that improvement was seen with removal of the device.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter, ubd: 2022-09-23, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (500 mcg/ml at 425) via an implantable pump for unknown indications for use. It was reported that the patient's pump was placed on (B)(6) 2021. As of (B)(6) 2021 the patient had altered mental status. The patient's baclofen dose was reduced by 40% to assess mental status. There was a question of meningitis. No diagnostics were performed. The patient was being hospitalized in the intensive care unit. The patient's medical history included quadriplegia.